Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer's other blood glucose value was 58 mg/dl and 130 mg/dl and 81 mg/dl. Customer stated that the insulin pump had battery failed alarm and software error alarm. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer was performed self test and it was passed. It was unknown whether customer was using auto mode or not. The device will not be returned for analysis.